Event description:
The doctor reported that the abutment screw fractured after one year.

Manufacturer narrative:
Investigation: complaint investigator¿s visual inspection of returned component certain® gold-tite® hexed screw (iunihg), has confirmed the following: 1. The hex of each screw has been damaged. 2. Residue remains within the hex. 3. Screw has fractured near the threads. The remaining portion of the fractured screw have not been returned for review. A complete dimensional analysis cannot be performed due to the damage of the as returned product. No lot or order number has been provided for review. A review of the product¿s complaint history did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.